Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cataract system shut down during warm up before surgery.

Manufacturer narrative:
The company service representative examined the system and found a nonconforming power cord. The company service representative replaced the power cord, and then the system went into a reboot cycle. The host module was replaced as a preventive measure (pm). The system was then tested and met all product specifications. The host module was received, but since this was replaced as a pm, the sample evaluation was not performed. The system was manufactured on june 18, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).